Event description:
The customer reported the machine is not booting up. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. There was no reported adverse patient impact.

Manufacturer narrative:
This was sent in error where the original emdr was already sent. Please refer to MFR. Report #:1218950-2016-07201 was submitted.